Event description:
It was reported that "unit shut off on patient". As a result, the pump was exchanged for another pump. No report of patient harm or injury. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4) returned for investigation was an ac3 display head assembly (p/n 33-0100-003, s/n (B)(6)). Visual inspection of the display was performed and no abnormality was noted. The display head was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. The system had a normal response to the hard keys. Pumping was initiated. Each hard key was pressed multiple times and the system properly responded to each press. No system error 7 alarm was noted. All the waveforms and icons displayed correctly. A high priority alarm was purposely generated and the pump had a proper response by freezing the display which was able to be unfrozen using the touch screen. The corner switch properly illuminated and responded to each press. The pump was left to run for over 1 hour with no issues or alarms. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrective action is not required. The reported complaint of "unit shut off on patient" is not confirmed. The returned display head passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a